Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The dilator and pusher wire were returned, however, there were no additional components returned. Without the supporting components of the device, specifically the defective filter, we are unable to confirm the complaint. Since the complaint cannot be confirmed, no corrective action will be taken at this time.

Event description:
Reporter indicated "after the filter is released, the anchor foot cannot be opened inside the blood vessel, resulting in the filter being unusable. There was no patient injury."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.